Manufacturer narrative:
The symptoms resolved on 16 december 1997 according to the physician.

Event description:
A physician reported a pt who received her first skin test on 10/16/97, in the right forearm. About three weeks later, exact date unknown, the pt reported that she had developed redness, induration, and soreness at the test site; the physician diagnosed these symptoms as a positive skin test. The soreness radiated upward from her test site to her shoulder; the physician believed that this soreness was due to the positive skin test. On 11/13/97, the physician prescribed oral dicloxacillin for 10 days. No other medical intervention was planned.